Event description:
Customer reported a discordant glucose result. No injury was reported with this event.

Manufacturer narrative:
A review of the calibration data, aqc data and raw response signals do not indicate any issue with the rp405 system around the time of the discrepant sample. Also, there were no obvious issues observed during the measurement of the discrepant sample itself. Thus, it is not known why the rp405 measured 74 mg/dl while the other devices measured 21 - 22 mg/dl. Unfortunately, a repeat of the discrepant sample was not run on the rp405. It appears that the aqc schedule for this site was set to only one level every 24 hours. Despite the limited aqc data, however, it does not appear that there were any obvious system issues. In summary, there are no indications of any issues with rp405 (B)(4) during the time of the discrepant sample.